Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the left ventricular (lv) lead had dislodged. No electrical anomalies were noted. The lv lead was explanted and replaced with an epicardial lead. The patient was stable pre and post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.